Event description:
It was reported that a power source alert 07 occurred while the customer was using a third-party wall adapter and a tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved when the customer successfully charged the pump by plugging the charging cable into the wall adapter, and no further assistance was required.